Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in guatemala, it was a case of a 26mm sapien 3 valve implanted in the aortic position by right transfemoral approach. During the procedure, the valve was successfully deployed without complications. However, resistance was encountered when attempting to withdraw the commander delivery system from the esheath+, leading to the decision to remove both as a single unit. Upon extraction, damage was observed on the esheath+, described as liner delamination with detachment of the blue-transparent component and the transparent portion appearing wrinkled, while no damage was noted on the delivery system. The patient developed hemodynamic instability, and contrast injection revealed rupture and dissection of the right iliofemoral artery, for which the physicians performed surgical bleeding control, placed an intra-arterial balloon to contain the hemorrhage, and carried out arterial reconstruction. After several hours of reconstructive surgery of the right iliofemoral artery, the patient developed bradycardia, then changes in the electrogram, followed by cardiac arrest which could not be resolved. Unfortunately, the patient passed away. As per medical opinion, the perceived root cause of the withdrawal difficulty of the delivery system through the sheath was unknown, but it was suspected to be due to sheath damage and the patient's underlying pathologies.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was reviewed and the following was noted: provided imagery shows the liner fully delaminated. Per 3mensio report evaluation, the following was noted: tortuosity and calcification present in patient's right access vessel. According to the technical summary, the IFU, current risk mitigation's, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered balloon profile, damaged sheath, and/or damaged guidewire. The complaint for inability to withdraw system through sheath was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as patient factors were confirmed via the provided 3mensio report. Patient factors (i.e. Calcification, tortuosity, scar tissue, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.